Manufacturer narrative:
(B)(4). Batch #: unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the initial surgical procedure? What color cartridges were used throughout procedure? What stapling device was used? Were any staple formation issues noted throughout care of patient? How was the post op bleeding identified? How long after initial procedure did bleeding occur? What is the current patient status? Sleeve procedure. Initially from the pyloric antrum green reload and then going up towards hiss recharge blue angle. 60 stapler. Unk. Towards the hiss canal. The patient underwent surgery on tuesday and they were aware of the bleeding on thursday. On friday she was operated on she was again operated on for fistula. Currently still hospitalized after surgery for fistula.

Event description:
It was reported that the gst 60 blue reload caused bleeding on the third external line of points after the surgical intervention. Patient had a new intervention to repair that bleeding.